Event description:
A non-healthcare professional reported that the plastic and silicone portions of the cannula separated from the metal portion while the cannula was in the eye, and that a second cannula was leaking significantly laterally through the plastic fenestrations on the side of the cannula during the same case. The surgery was completed after replacing the cannulas with another one. The procedure type was unknown. There was no information about patient impact. Additional information was requested but none was received till date. This report pertains to the infusion cannula involved for this complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.